Event description:
Customer alleges false positive troponin I (tni): patient seen in clinic (B)(6) 2011. Sample collected 2:42 pm edta whole blood w49207. Tni 0.8 ng/ml. Repeated on lot w49720 repeated twice. Tni <0.05 ng/ml. All results above <0.05 considered positive as per caller. Caller concerned about incident. Sample saved. No additional info provided.

Manufacturer narrative:
Product support observations for tni recovery follow: no false positive or high bias in tni recovery was observed with any sample. No error codes or device issues were observed. All data points with the negative controls cal z and the whole blood donors samples were below the manufacturing cut off of 0.05ng/ml. All data points with cal h were within the manufacturing 2sd range, wit ha % recovery of 102% (within the manufacturing final release specifications). The customer complaint of a false positive tni value was not observed with any of the control samples. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support tested cardiac lot w49207 with cal h (pos control), cal z (neg control) and 2 whole 'normal' whole blood donors. Observations were for tni recovery. Pos and neg controls, and whole blood donors all recovered as expected. No product deficiency was established. Customer did not return any sample for further analysis. Unable to rule out sample specific interference that is known to affect analyte recovery. No product deficiency was established. As of (B)(4) 2011 there are 3 complaints on cardiac lot w49207. No corrective action required at this time as no product deficiency was established.